Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported her ipg is superficial and causing her discomfort. The pt has a future appointment with her physician who has agreed to explant her scs sys. Surgical intervention may be taken at a later date to address the issue.